Manufacturer narrative:
Olympus will continue to monitor complaints for this device.

Event description:
A user facility reported to olympus that the 4k camera head has an image problem. During a standard service inspection of the customer returned device, cable break was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This initial report is being submitted to include the device history record(DHR) review, evaluation notes, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported issue of image problem was confirmed. In addition, further inspection of the device highlighted camera cable kink. The probable cause of no image display is due to the following reasons: the camera cable was disconnected because of the kink in the cable, so video communication could not be transmitted to the processor. The shipping record of the device was checked however, no problem in the device was identified. It seemed like the damage in the cable was caused by user operation. The instructions for use (IFU) states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.